Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was found at end of life (eol) upon follow-up. It was noted that the device showed 1.5 years remaining longevity at the patient's previous follow-up approximately 6 months earlier. Suspecting premature battery depletion, a revision procedure performed wherein the device was explanted and replaced; it will not be returned. No adverse patient effects were reported.